Manufacturer narrative:
The actual device was not returned to the manufacturer to be evaluated and a lot number was not reported. The event description and the additional info provided by the facility indicate the catheter sheared upon placement, when pulling back on the catheter. It is possible the catheter may have been withdrawn or partially withdrawn through the needle, thereby shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." However, without the actual sample or a lot number a thorough evaluation could not be performed. No specific conclusions can be drawn. All available info has been forwarded to the actual manufacturer for evaluation . If additional info is received or the sample becomes available a follow-up report will be filed.

Event description:
As reported by the anesthesiologist per the user facility: during insertion of epidural catheter in labor and delivery unit, the epidural catheter sheared. The distal 1.5cm of epidural catheter was retained in the pt. Not visualized w/ CT scan, clinician states "I believe it is in tissue." Several attempts were made to contact the reporter requesting additional info. The reporting physician was not available at this time. However, additional info was provided by the reporter's colleague. He indicated the catheter sheared during placement of the epidural needle, when pulling back on the catheter. The fragmented piece was not located on x-ray and was not removed from the pt. The pt was discharged and to date as far as it is known, the pt has not suffered any adverse sequela associated with the reported incident. At this time it is unknown if the remaining catheter section was discarded or if it is being retained by the facility. No additional info is available at this time.